Event description:
Related manufacturer report numbers: 2184149-2022-00197, 2184149-2022-00198, 2184149-2022-00199, 2184149-2022-00200, 2184149-2022-00202, and 2184149-2022-00203. During the procedure, there was a missing impedance error message, and the generator stopped working after the sensory and motor testing. The procedure could not be completed. However after the procedure, during troubleshooting, the electrode was replaced and the generator was functioning properly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Patient information cannot be provided due to personal data privacy legislation/policy